Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via news article, 'filler' treatment for cosmetic surgery. Additional reporting of side effects of inflammation and infection,¿ healthcare professional reported patient injected with unspecified dermal fillers have experienced ¿new side effects¿ of ¿bacterial and viral infections and delayed inflammatory reactions,¿ unlike the commonly reported ¿bruises, redness, swelling, and pain,¿ that can occur after virus or bacterial infection, vaccination or dental procedures. Symptoms status is unknown.